Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Could not return blade. During the radical resection of lung cancer, after fired, the blade moved to the distal end, but could not return, the knife reverse button did not work. Used manual override lever to return the blade.